Manufacturer narrative:
The device code (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. A second fiber was used up to 250,000 joules and then replaced with a third fiber that was used to complete the procedure. This report is for the first fiber. "No damage to the patient'' reported.